Event description:
Caller reported that the battery of the t:slim x2 pump would not charge, and at one point, the pump shut down, affecting their blood glucose levels. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Attempts to charge the device using the tandem charging cable and wall adapter initially failed. However, using a different set of charging supplies, the pump began charging. Customer managed their high blood glucose levels by administering a correction injection via multiple daily injection (mdi) without needing third-party assistance. A replacement tandem charging cable was dispatched to the customer by two-day shipping.